Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure: vaginal hysterectomy; cystoscopy; anterior colporrhaphy; tension-free transvaginal tape and pain pump insertion complications: pain and recurrence of symptoms.